Manufacturer narrative:
The device has not been returned to greatbatch. When the device is received, an investigation will be completed and a supplemental medwatch 3500a emdr will be submitted. (B)(4). Device not returned to manufacturer.

Event description:
It was reported during a right total hip replacement the flexible drill shaft broke while in use. Attempts were made to locate and remove all fragments and the wound was washed out. X-ray was not used. No other option was available, so no screw was inserted thus potentially creating issue with cup fixation. However, no adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was returned to greatbatch for evaluation and the reported event was confirmed. The flexible shaft component was distorted and broken just before the quick coupling attachment. Visual examination of the complaint sample found signs of wear in the form of scratches nicks and gouges throughout the device. From the date the device was delivered to the date the event occurred, this device has experienced approximately 3.4 years of use and it is unknown how many procedures (cycle) this device had experienced throughout its life of use. Ultimately, this device failed due to wear. A manufacturing review was performed and there were no discrepancies found. No further investigation required.

Event description:
Additional information received 22-jun-2016 from distributor: the surgeon visited the patient after the surgery. It is unknown what was discussed because the sales rep. Was not present. The patient had a femoral nerve infusion for pain relief placed post operatively and would have been resting in bed whilst they awaited the revision procedure. They required an ambulance to transfer the patient to another hospital. The hospital does not keep a supply of plates, cables etc. So the decision to delay the surgery was made in order to prevent prolonged anesthesia and surgeon fatigue whilst the staff waited for instruments to be sent and sterilized.